Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed as the complaint investigation found objective evidence indicating a product problem.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had no power. During follow up, the bmt stated that during rinse, the machine blew the boot capacitor in the power supply. There was a puff of smoke, a burning smell and charring on the power supply board. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The boot capacitor was the original fresenius part on the machine. The bmt reported that there was no melting, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed to any other components. The machine has approximately 1,500 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bm replaced the power supply, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The power supply was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample it was noted that capacitor c2 on the power supply assembly was bulging. There were no signs of thermal decomposition observed. Capacitor c2 was temporally replaced to continue testing. The power supply assembly was installed in to a test machine for testing. No problems were noted during the initial power up. The rinse program completed without problems. The heat disinfect program was completed without failures. Dialysis mode functioned properly without failures. The self-test program was completed without failures. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had no power. During follow up, the bmt stated that during rinse, the machine blew the boot capacitor in the power supply. There was a puff of smoke, a burning smell and charring on the power supply board. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The boot capacitor was the original fresenius part on the machine. The bmt reported that there was no melting, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed to any other components. The machine has approximately 1,500 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bm replaced the power supply, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The power supply was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had no power. During follow up, the bmt stated that during rinse, the machine blew the boot capacitor in the power supply. There was a puff of smoke, a burning smell and charring on the power supply board. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The boot capacitor was the original fresenius part on the machine. The bmt reported that there was no melting, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed to any other components. The machine has approximately 1,500 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bm replaced the power supply, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The power supply was reported to be available to be returned to the manufacturer for physical evaluation.